Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the full height on auxiliary drawer 6 was not fully close. The field service engineer was able to resolve the issue by replacing both rails due to bearings out and cage issues. Additionally, the retractor band was replaced due to damage from cage. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medstation es system had drawer failure. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.